Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported that their insulin pump alarmed with no delivery alarms. The customer¿s blood glucose level was 340 mg/dl at the time of the incident. Insulin did not exit during a fixed prime and when the pump was rewound and a manual prime was run, the pump did not alarm with a no reservoir alarm. Troubleshooting was completed but did not resolve the issue. No further information was provided. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had constant failed battery test alarm due to severely corroded battery tube. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, delivery accuracy test , the stop current and run current measurement tests, self test, off no power alarm test and a21 error test due to constant failed battery test alarm. Unable to verify absence of occlusion alarm or the no reservoir alarm due to constant failed battery test alarm. Device had minor scratched display window, cracked battery tube threads, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.